Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and a loss of connection was not foundwithin the investigation window. The allegation was not confirmed." Should be corrected to "a review of the share logs was performed and a transmitter failed error was foundwithin the investigation window. The allegation was confirmed."

Event description:
A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on ((B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4) correction "data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data."

Event description:
Data was evaluated and the allegation was confirmed. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.